Event description:
(B)(4). Event occurred in (B)(6). The patient reported that he woke up because he felt that his blood glucose level was going up and it was 17.5 mmol/l. Reportedly, the infusion set tubing had detached from the site while the patient was sleeping in the night. The site location was patient's left buttock. The pump was hooked to the patient's pajama in the middle of the abdomen. The infusion was used for more than 2 days. The infusions were kept at room temperature in the kitchen. The patient was uncertain whether there was any stress or pull on the tubing. The pump was dropped with the set connected to the patient's body. He stated that this had happened to him before in the past and wanted to know if this issue happens often with the device. Furthermore, he changed the site, infusion set and reservoir and did correction with pump which brought his blood glucose to 3.7 mmol/l right before lunch. No further information available.